Event description:
It was reported that the patient presented for follow up with episodes of non-sustained ventricular oversensing recorded by the implantable cardioverter defibrillator. Further evaluation revealed that over-sensing was due to premature ventricular complexes. No interventions were made. The patient was stable.